Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) result was obtained on a patient sample. The patient sample was repeated and the results were (B)(6). The (B)(6) result on the pcr method was very high. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00275 on january 11, 2017. On 03/21/2017 additional information: siemens received the patient sample for further testing and investigation. The patient sample was tested on the advia centaur xp hcv lots 062270 and 062271. The results were (B)(6). Sid (B)(6) , results: lot 062270: (B)(6); lot 062271: (B)(6). The (B)(6) results are in agreement with the customer's observation. Siemens is unable to provide a cause for the (B)(6) results without further clinical history. Several requests were made to gather additional information from the customer but no response at this time. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.